Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the customer removed the needle from his sensor, the wire came with it. The customer's blood glucose level was 314 mg/dl. The customer received a sensor error alert. Standard troubleshooting was performed. The customer has been sent replacement sensors. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Two opened/used enlite sensors were inspected and tested. One sensor had retracted and had a broken cannula. Other sensor passed per specifications with accurate readings.